Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood in/on helix/lobe mechanism. (B)(4): the partial lead was returned in segments and analyzed. The inner insulation was breached, metal ion oxidation. Blood/body fluid was noted on all conductors (not obstructed), the outer insulation had cosmetic metal ion oxidation and cosmetic environmental stress cracking, the helix/lobe was distorted/bent, and there was blood in/on helix/lobe mechanism.

Event description:
It was reported that the patient was seen in the emergency room after reporting episodes of dizziness. It was also reported that the patient felt fatigued and had a low heart rate. The bipolar impedance was low and the lead monitor feature in the pacemaker changed the polarity to unipolar. The unipolar impedance was in the normal range and higher than the bipolar impedance. The lead was removed. During the replacement attempt the first lead attempted was determined by the physician to be too short for the patient. A second lead was implanted. No further patient complications have been reported as a result of this event.